Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy, stimulation of the recurrent laryngeal nerve did not get a response on the nim. Stimulation of the vagus nerve yielded the same result. However, the cricothyroid muscle twitched upon stimulation of the rln, indicating the nerve was intact. The intubation was difficult, and it was mentioned that the tube might have slid too deep, causing the sensors to lose contact with the vocal cords. An electrode check showed all green indicators. The procedure was completed with the reported product(s). Post-operatively, the patient was fine, and the nerve was confirmed to be intact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.